Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she had pain and burning in the vaginal area. Follow-up from the healthcare provider (hcp) reported that intraoperative testing showed no stimulation on leads 0, 1, and 2. There was stimulation of 3, but with high voltage. This suggested lead migration, so the lead was replaced with a new one on (B)(6) 2016. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.